Event description:
The pt had a questionable infection. The pump was explanted. Upon explant, it was thought to be a bleed rather than an infection. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.